Event description:
Tubing system is leaking. Puddles of chemo found on floor during usage. It is difficult to know how much drug pt has actually received. No injuries. At least 10 incidents of leakage reported.